Manufacturer narrative:
The date the device was returned to manufacturer was inadvertently missed in the initial report. It has been updated as dec 4, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed it was determined that the device had no power, worn coupling head, sticky triggers and a burnt/smoke smell. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the small battery drive device and battery casing were overheating and smelled like smoke while in use together. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.